Event description:
It was reported that pump experienced malfunction alarm with code malf 9, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset using provided instructions, did not experience recurrence of malfunction after reset, was advised to continue using pump and to call back if malfunction returned, and confirmed understanding of these instructions.